Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es drawer was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 (incremental pocket drawer) was opening all the way instead of dispensing one unit at a time. A field service engineer (fse) logged into the hardware test application (hta) and unplugged each mini pocket from the controller board. The fse tested reseating each pocket one by one to identify which control unit was causing the pockets to open completely instead of in single dose increments. The fse then replaced the control unit for pocket 1 and tested the opening of each pocket incrementally, confirming that all responded to the chosen positions. The station was rebooted, and preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.